Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
Section b3: date of event is estimated.

Event description:
It was reported that the device was unable to enter MRI mode. It was noted that both leads migrated, and one lead had multiple high impedances. Targeted pain pattern is low back and legs. Surgical intervention was undertaken wherein both leads were explanted and replaced to address this issue. Therapy was restored post-op.